Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight within specification, crease flat, deformation, brown, red particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade iii and seroma.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain on breast¿, ¿liquid accumulation¿ and ¿capsular contracture, baker grade iii". Device has been explanted.